Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed error 42224. No patient adverse events reported.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was received to investigate the reported error 42224 message. The pump was received with the dso sensor seal bubbled. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported problem. To further investigate the reported issue, a power up self test, and a function test was performed. The customer's issue was not confirmed and root cause could not be determined. The software was re-installed for preventative measures. No further actions taken.